Event description:
Reportedly, during testing, when unit was transferred to ac power supply, there was an alarm and the ventilator switched to the internal battery use although the external battery indicated a full charge. There was no pt involvement reported.

Manufacturer narrative:
(B)(4).